Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no physical damage was observed. Mdu failed functional testing with hand piece error using a known good control unit. The right button is stuck in the ¿on¿ position causing the hand piece error when inserted into test unit port. The root cause of hand piece error has been determined to be a defective button switch. Factors that could have contributed to the reported event include a burr in the bushing, a bad finish on the stem, or a defective spring. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during an ankle arthroscopy, one of the buttons of the mdu was stuck. A backup was available to complete the procedure with no injuries. There was a surgical delay greater than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.